Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the cr or dp board due to deterioration associated with the age of the device.

Manufacturer narrative:
The device was evaluated by olympus and found the patient circuit board failure caused no image. The reason for the circuit board failure is unknown. This device was repaired and returned to the customer. An olympus (B)(6) CAPA has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The customer reported to olympus that the device was not presenting an image. The reported problem was found during inspection of the equipment by the customer. There was no patient involvement.